Event description:
Additional information was provided from a consumer stated that they have had 'unbelievable trouble with the last few devices that you have sent me.' The patient stated that 'I tried to use it just a little while ago, and it's been stuck now on 'connecting to pump. It was stuck at 9%. The patient said, I'm continuously losing boluses like this. If you press the back button, it did not go back and forth. It will go to the handset home screen. When I hit ¿myptm¿ application, it goes right back to connecting to pump. It never delivered the bolus. If they close it off, they lose the bolus no matter what they do. This was not working. The patient said, ¿do you have a different device other than the a10e? Because these were not working, you've sent me two of them now, and this one is giving me problems now. This one is brand new. It has happened several times to me, so I know what you're talking about. I could not get another bolus either. I'm in pain right now. I've had so much done to me in the last week (agent understood this as medical procedures) and I need this to work.' The patient mentioned that they have had their replacement equipment for 'maybe 2-3 weeks.' The patient stated that their screen has been stuck on the 'connecting' screen 'for like 14 minutes.' The agent assisted the patient in closing out of all applications and clearing data. Prior to clearing data, the patient's data was 2.06 mb. The agent assisted the patient in connecting to the pump and the patient briefly saw 'no pump response' and a very brief pause at 90% but was able to connect well and was locked out of their bolus for 9 minutes. Normally, they have a 30-minute lockout. The patient stated that 'this is what happens every time this happens. It took away my bolus because that's what it was telling me that I'm locked out and never got that bolus. The patient started at 10:30 trying to get the bolus, and ¿now¿ they have 9 minutes left. The patient said, ¿it took away my bolus, but it didn't give it to me. Yet, I'm locked out, and I cannot use it. This isn't fair, and they need a new machine,this is not work for me. This device is bad for people like me. My old one (8835 ptm) worked a lot better than these do. My original one worked for like 5 years and never had an issue until the very end of it. It worked well for me.' The agent reached out to the patient on their home phone as patient requested upon lockout expiring to assist. The patient in requesting/receiving a bolus. The patient able to request/receive bolus well without any issue or delay. The agent provided clear data instructions as requested by the patient on the call. The agent did not attempt to re-obtain handset serial number, ¿myptm¿ app version, physician name, or pump med due to patient's escalation and to avoid further escalation. The patient will call back for assistance as needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a820,product type software product ID tm90t0 lot# serial# (B)(6), product type accessory product ID hh90t02 product type mobile platform medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the the patient called screaming that ptm is not working since they received it 2-3 weeks ago. The patient stated the ptm is stuck at 9% and they are loosing boluses because their device was not delivering the bolus. The patient was yelling and screaming to replace both devices because they were not working. The patient stated they have morphine, bupivacaine and baclofen in the pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting that they were still having trouble even when they cleared the data. Agent walked the patient through clearing data - patient saw 659 kb under data. Patient stated that they bolus 8x per day. Patient added that they had complex regional pain syndrome (crps), they had neuropathy in their hands, legs, face, and feet. Patient also stated they had peripheral artery disease in both legs. Agent recommended to continue clearing data when needed and closing all applications. Patient stated they had an appointment with their pain healthcare provider next week.

Manufacturer narrative:
H3. Analysis found that the handset is working normally. No problem found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing an unknown drug via an implantable pump for non-malignant pain. It was reported that the patient called and stated that they received the replacement handset, but since getting the handset, it took forever to connect, it does not go through, they lose the bolus, and it was very frustrating. The patient stated that it took 10 minutes to deliver the bolus. The patient requested a replacement handset. The manufacturer's patient services specialist (pss) tried to ask clarifying questions regarding connecting with the handset and the information on the screen, and the patient said they needed a replacement. The patient was warm transferred to hcit for assistance. The patient was transferred back and stated when they tried to connect to the pump, the percentages can 'get stuck' and freezes on 9%, 40%, or 70%. The patient stated if they tried to exit out, power off the handset, and power it back on, it showed a 30 minute lockout, but hey knew they didn't received the bolus. The patient mentioned one time they could go forward or back on the screen and mentioned 'it didn't have my settings', so they weren't sure how they got a bolus. The patient referenced seeing a 'close app or wait' message, and the patient mentioned if they tapped 'wait', sometimes the bolus will go through but the screen did not show that it delivered the bolus. Pss reviewed considerations and assisted the patient in clearing data. Prior to the data clear, the patient's data was 3.35 mb. The patient was then able to connect to the pump well without issue and stated that it was significantly faster than it was before. The patient agreed to monitor and call back for assistance as needed.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.